Event description:
The customer contacted physio-control to report that their device would power up with a blank display and a number of button on the keypad are inoperable. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker replaced the interface pcb assembly to resolve this issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed interface pcb assembly and determined that the cause of the reported issue was due to capacitor, designator c63. C63 was electrically shorted.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. The issue was isolated to the interface pcb assembly. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would power up with a blank display and a number of button on the keypad are inoperable. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.